Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a delivery anomaly, and the father was dissatisfied with the device. The caller stated that the insulin pump was alarming no delivery and the customer experienced high blood glucose. The father stated that the customer's glucose level became worst with the veo insulin pump and after one day the customer returned back to the old pump. The blood glucose at time of call was 10mmgl/l. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no excessive no delivery alarm or delivery anomaly noted. All boluses delivered and recorded properly during the analysis.